Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks due to t-wave oversensing on the right ventricular lead. The physician made programming changes and the lead remains in use. No further patient complications have been reported as a result of this event.